Event description:
Device 2 of 2 , reference MFR report: 1627487-2018-04778. Additional information received identified during the revision procedure one lead was explanted and replaced due to high impedance.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04778. It was reported the patient was not feeling her stimulation on the right side. The patient was assisted with switching her scs system programs, but the issue could not be resolved. Follow up identified the patient underwent surgical intervention to revise her scs leads. The patient reported receiving adequate pain relief during intraoperative programming.

Event description:
Device 2 of 2 :reference MFR report: 1627487-2018-04778. Follow up information received identified the patient's scs system was programmed and effective stimulation was restored.